Event description:
Company sales representative received an inquiry from an hcp regarding a patient who had a pdo threads treatment on (B)(6) 2021. The patient reported a thread protrusion six weeks post-treatment on (B)(6) 2021. To address the issue, the patient, who is a health professional cut the pdo thread and started taking doxy until the abscess was resolved. (B)(6) 2021, the patient reported that the skin was recovering when a piece of thread protruded, and the abscess resumed at the insertion site. According to the practitioner, the patient was seen by a plastic surgeon who conducted a culture test that resulted in a staph aureus. The patient was put on antibiotics; they were not experiencing pain and no erythema was found. (B)(6) 2021, the patient reported to the hcp that another piece of thread protruded, mentioning it kept coming out after being cut. According to the hcp, the patient had an I&d procedure but is unclear if the thread was removed. Despite several offers, the patient refused assistance at the hcp's facility. (B)(6) 2021, after follow-up, hcp confirmed the issue had been resolved.